Manufacturer narrative:
The international service engineer replaced the touchscreen per the instructions outlined in the v60/v60 plus ventilator service manual. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
It was reported there was a touchscreen failure. There was no patient involvement.